Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat acute and subacute thrombosis in the femoropopliteal region. A ht command guidewire (gw) was used in combination with the non-abbott thrombectomy system; however the guidewire lost part of its hydrophilic coating. The procedure was continued with another guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed reports, additional information was provided. It was reported resistance was met when withdrawing the guide wire. The polymer coating separated and possibly remained inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
Visual inspection, dimensional analysis and functional testing were performed on the returned device. The reported separation was confirmed. The reported difficult to remove was not unable to be replicated in a testing environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined; however, the subsequent treatment appear to be related to operational context of the procedure. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, inner diameter of the device used with the guide wire, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the other device used with the guide wire or guide wire which likely led to the reported polymer separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
H10: codes 2199 and 4582 removed. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed reports, additional information was provided. It was reported resistance was met when withdrawing the guide wire. The polymer coating separated and possibly remained inside the patient anatomy. No additional information was provided.